Event description:
Customer reports that the system is displaying a tube overheat error. Need to replace the x-ray tube.

Manufacturer narrative:
The service rep could not duplicate the fault, but found evidence of arcing at the annode side of the high voltage cable candle sticks. Removed and replaced the x-ray tube. Took several test shots at varying techniques. System is working as intended.